Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated that the product met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action warranted at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionaire was received. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) was exchanged because the patient was experiencing focusing issues and a decrease in visual acuity. The same model lens with one diopter difference was implanted. In a follow up, the nurse reported that the event has resolved with the replacement lens.